Event description:
The temporary pacemaker was returned for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found upper/lower cases, two side bails, and battery drawer were broken. Additional findings noted the battery release and lead flex covers were contaminated, one side bail was missing and the ring was bent.